Manufacturer narrative:
Correction: b5 product event summary: the full lead was returned and analyzed. Returned product analysis was performed and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Tissue in the helix is not a failure of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure the left bundle branch (lbb) pacing lead exhibited body tissue/fibrotic growth and was not able to be cleared from the helix, preventing the lead from advancing through the heart tissue upon clockwise rotation of the lead. It was also reported that a second lbb pacing lead exhibited dislodgement upon slitting of the guide catheter. It was further noted that the lead was damaged as a result of the slit attempt. It was further reported that the right ventricular (rv) lead exhibited resistance from each stylet when inserted through the lumen of the lead. The pacing leads were attempted/not used and replaced. No patient complications have been reported as a result of this event. It was further reported that dislodgement of the lbb lead during slitting of the guide catheter was attributed to user error.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure the pacing lead exhibited body tissue/fibrotic growth and was not able to be cleared from the helix, preventing the lead from advancing through the heart tissue upon clockwise rotation of the lead. It was noted that the pacing lead exhibited dislodgement upon slitting. It was further noted that the lead was damaged as a result of the slit attempt. It was further reported that the pacing lead exhibited resistance from each stylet when inserted through the lumen of the lead. The pacing leads were attempted/not used and replaced. No patient complications have been reported as a result of this event.